Event description:
It was reported by the sales consultant: during a procedure on (B)(6) 2013, a patient underwent removal of a competitor tibial nail due to infection and osteomyelitis. During the tibial reaming, the reamer head disengaged and was retained in the tibia. A smooth tip guide wire was used for tibial reaming. It was also reported a tibial window and removal of the retained item was performed, and the reamer head was extracted (the reamer head appeared intact). Further, it was also reported that the procedure time was prolonged more than 30 minutes due to the event and although the removal of the reamer head was difficult; it was reported the procedure was successfully completed. This is 1 of 2 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.